Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced seven infusion set cannula was rolled into a ball on 14-may-2024 and on 19-may-2024. The blood glucose level was 400 mg/dl at the time of event. The event occured with in three hours of insertion. The site of insertion was at abdomen. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 7